Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the cannula of the accu-chek insight flex infusion set caused an infection (cellulitis) at the insertion site of the patient's body. The patient was taken to hospital by his parents, where he was treated accordingly.